Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on cobas e 801 analytical unit. The initial result of the first patient sample was 65.2 ng/l. This result was deemed incorrect. The first repeat result of the first patient sample was 7.1 ng/l. The second repeat result of the second patient sample from the same collection was 6.9 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had multiple sample short, sample clot, sample foam, and abnormal cell blank alarms. The sample alarms are consistent with sample quality and patient sample tube problems. A general reagent problem was not present, because the qcs before the event were within the specified ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.